Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "nurse hung infusion of sodium phosphate, 15 mmol in 150 ml normal saline (180 ml total volume). Infusion was programmed to run at 45 ml/hr, to run over 4 hours. Approximately 25 minutes later, the nurse checked on the pump and found that less than 100 ml were left in the bag, and that 80 ml had been infused in about 25 minutes. The drip rate appeared rapid. At that point the infusion was stopped. Biomed was co-acted regarding the malfunctioning pump. Testing of the pump shows that the pump acts normally during set up and programming. Once the infusion begins, it is like the pump goes into a free flow situation. This has been noted with 2 separate infusion sets. The top pin of the platen is broken, all wing the platen to move out of alignment. With the platen out of alignment, the pump can go into free flow. The pump does not alarm when this situation occurs, as there is no feedback between the set rate and the actual delivered rate during operation."

Manufacturer narrative:
The customer¿s report of an overinfusion and possible free-flow event was confirmed. Physical inspection of the device showed that the platen was broken at the upper hinge, which allowed it to fit loosely between the door and bezel. Internal inspection showed signs of fluid ingress at the bottom of the rear case, but the inside of the bezel and components were clean. Analysis of the pcu event log shows that on (B)(6) 2016 at 9:21am, the user started an infusion of sodium phosphate (drugid=392) at a rate of 45ml/hr with a vtbi of 180ml. The infusion continued for approximately 17 minutes, and then 2 patient-side occlusion alarms occurred. The user paused the infusion, then channeled off the device. The total infusion time was 18 minutes and 48 seconds; the total calculated volume infused was 13.608ml. Functional testing was performed and no leaks on the primary set were noted. Rate accuracy testing was performed; the device was found to be highly out of specification and periodic unregulated flow was observed in the drip chamber. Replacing the platen and calibrating the module resulted in rate accuracy testing within specification. The cause of the customer¿s report that the medication was infusing faster than expected was determined to be a damaged platen.

Manufacturer narrative:
Concomitant products: hospira 150ml bag of 0.9% nacl injection ndc 0409-7983-61, lot 59-017-jt, exp nov 1, 2017, therapy date: (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a pump was programmed to infuse 180ml of ns and sodium phosphate at 45ml/h for a duration of 4 hours however after 25 minutes 80ml of solution had unexpectedly infused. There was no patient harm.